Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several warnings were displayed upon interrogation on (B)(6) 2017, including battery depletion and excessive charge time. In device memory, noise was observed in several non sustained vf episodes, and one shock and seven charges were recorded. The patient did not undergo an MRI or an operation. He felt a shock on (B)(6) 2017 when he was travelling. The device was explanted and returned for analysis. Preliminary analysis confirmed that the mechanical and electrical characteristics of the returned device conformed to established specifications. The most probable hypothesis to explain the reported event is a lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several warnings were displayed upon interrogation on (B)(6) 2017, including battery depletion and excessive charge time. In device memory, noise was observed in several non sustained vf episodes, and one shock and seven charges were recorded. The patient did not undergo an MRI or an operation. He felt a shock on (B)(6) 2017 when he was travelling. The device was explanted and returned for analysis. Preliminary analysis confirmed that the mechanical and electrical characteristics of the returned device conformed to established specifications. The most probable hypothesis to explain the reported event is a lead issue.